Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test during the functional test. The 40psi test is the test that checks for free flow. Mmdg was unable to replicate the free flow event or confirm the complaint. The pump is operating within product specifications. The pump will be returned to the user facility.

Event description:
The initial reporter stated that "the pump delivered more than programmed." They state that the pump was programmed with zero basal rate, and that the pump showed no bolus doses had been given, however the patient was hospitalized because she had been over sedated. The initial reporter also stated that the patient had four doses of narcan administered because of the over sedation. [Complaint-(B)(4)]